Event description:
It was reported an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. Programming changes were made and the patient was in stable condition.